Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation, a follow-up report will be filed.

Event description:
"I believe the original surgery took place may 4th at intermed asu and will confirm with the surgeon. He let me know on 11/7 that a patient with our 1st mpj stratum plate had an infection 6 months later at the site of the hardware. On 10/26 the hardware was removed. He simply asked me if our company needs to know about the infection since it was at the site of the implants. Updated information received 12/22/2023, these products were originally implanted at intermed surgery center (portland, me) on (B)(6) 2023 and explanted at scarborough surgery center (scarborough, me) on (B)(6) 2023.